Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed soda lime accumulation at the top of the co2 canister. The canister was cleaned, and the unit was returned to service.

Event description:
The hospital reported the unit displayed it was delivering high co2 during a case. The flow was adjusted to complete the case. There was no report of patient injury.